Event description:
It was reported that the tip of the instrument was damaged during use. No patient complications were reported.

Manufacturer narrative:
(B)(4): the inferior shaft is cracked and bent down and out of alignment at the centerline of the jaw pivot pin, and the pin is missing and not returned for analysis. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with the application of excessive force. A review of the device history records did not identify any applicable nonconformance to specification.